Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drips dripping out of the tubing during the load fill tubing sequence. A supply change was performed and the issue continued. During troubleshooting with tandem technical support (cts), insulin drips dripping out of the infusion set tubing and the cartridge tubing. Cts advised the customer to change the supplies; however, customer declined and reverted to manual injection for insulin therapy. There was no reported impact to the customer's blood glucose level.